Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that it was unable to measure the arterial blood pressure during use. It was unable to measure the value, but when it did, the value was over 300mmhg. The expected value was around 100 to 120mmhg. The shape of the waveform is unknown and it is also unknown if the value and the waveform matched or not. There was no problem zeroing before use and no information regarding error message observed. It is also unknown if there were any leaks or kinks. The device was exchanged and the problem was solved. The monitor was nihon koden patient monitor. There were no patient complications reported.

Manufacturer narrative:
Received one dpt without any attached components. A review of the manufacturing records indicated that the product met specification at the time of release. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specifications. Electrical testing showed that dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specification. No visible defect was found from dpt cable connector. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. The clinician should verify transducer function with a known amount of pressure before instituting therapy. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.